Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate (not drawing) on lot # 8120618. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8120618. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there medication would not stay contained due to plunger pushing medication back into vial with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 13 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 328418. Batch no: 8120618. It was reported that insulin would not stay in syringe once she drew it up, stated the plunger would fall back down to zero, pushing insulin back into vial. Discarded the samples. Lot: 8120618, expiration date: 2023-05-31, item: 328418. Occurrence date unknown.